Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt rear therapy electrodes, d.n. To rear te cable, and interconnect cable were missing.the root cause for the missing components was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned for an unrelated problem. Upon investigation a reportable malfunction was found.